Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that a remote transmission was triggered for right ventricular (rv) lead integrity issue. The remote transmission shows rv lead oversensing of noise with sensing integrity counter (sic) and ventricular tachycardia non-sustained (vt-ns) episodes. The patient¿s healthcare provider was notified of the remote transmission. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.